Event description:
It was reported that the physician contacted technical services (ts) for troubleshooting during on-site follow up. The right atrial (ra) lead is showing non-physiological signals and atrial tachy response (atr) events were recorded by the device. Provocative maneuvers were performed and some non-physiological noise emerged with some arm movements and tapping on the device. The sensing and pacing impedance remain stable, however, the thresholds have increased. The patient is not pacemaker dependent. The physician decided to reprogram the device to ddi mode and increase the ra output. The device remains in service. No adverse patient effects were reported.